Event description:
On 24th feb 2026, a distributor reported via email that the ar-300wd16 wire driver attachment 0.6¿1.6 mm, serial no. (B)(6), experienced an issue during use. During insertion, the k-wire functioned properly in forward mode. However, when switched to reverse mode, the k-wire attachment became stuck, causing the k-wire to remain engaged and lodged inside the bone. The issue was identified during a mis bunionectomy on the same day. Manual traction (steady pulling pressure) was applied by the surgeon to safely remove the k-wire from the bone. The procedure was subsequently completed successfully using other products.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Findings: dark brown debris found throughout attachment, bearings and chucking system affected. Physical damage found on housing scratches/dents. Both screws broken.